Event description:
It was reported to philips that the system's host computer was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's host computer was unable to boot up. Upon troubleshooting, the fse observed that none of the system monitors powered on during startup, and there was no movement from the table or stand. The data monitor was inaccessible, with all screens remaining black. The fse found that the host pc did not power on during the initial boot attempt, and no hard drive led indicators were active. Based on these findings, the fse recommended replacing the host pc due to power-on issues. To resolve the issue, the fse replaced the host pc, obtained a new license, and successfully installed it. The defective host pc was returned to philips for failure analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.